Manufacturer narrative:
Results and conclusions: (dissection). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure; one in the ramus and the other in the 1st om. An angiographic complication of dissection occurred during the index procedure in the ramus.